Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a routine transplant. No other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was routinely transplanted on (B)(6) 2022. The evaluation of heartmate 3 left ventricular assist system (lvas) did not reveal any device-related issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The lvad was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly, examination of the blood-contacting surfaces of the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.